Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified concentration of vancomycin. After an unspecified length of time in use, the tubing separated from the filter. The tubing set and solution container were replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.